Event description:
It was reported that patient received inappropriate therapy during supraventricular tachycardia. The rate had fallen into the vf zone and therapy was delivered. The device was reprogrammed.